Event description:
It was reported that the user experienced repeated insulin occlusion alerts on an ilet with an inset infusion set (6 mm, 23 in), resulting in hyperglycemia that peaked at 389 mg/dl and was resolved only after changing the infusion site and supplies; the ilet provided a high glucose alert during one episode, and troubleshooting and education were completed including disconnecting, filling tubing with observed drops, moving the site, and replacing the set. Symptoms included none. Outcomes included elevated blood glucose without the need for outside assistance or medical intervention. Investigation included customer service troubleshooting and user-led corrective actions. Investigation of this case revealed an occlusion related to the infusion set and insulin path that resolved with supply and site changes, consistent with an insulin delivery obstruction. It was concluded, based on previously established findings for similar reports, that the cause was infusion set/site-related occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.